Manufacturer narrative:
(B)(4). The device was received for evaluation. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the device event history log revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the home patient passing away. Review of the device manufacturing history revealed no issues that could have caused or contributed to the home patient passing away. The device passed electrical and functional testing. The initial evaluation did not identify any failure or malfunction that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). There were no failures or malfunctions identified that could have caused or contributed to the reported event. If there is any additional relevant information from that review, a supplemental medwatch will be filed.